Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, menorrhagia, right lower quadrant pain and left lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea"), migraine ("chronic migraines") and menorrhagia ("claimant underwent a hysteroscopy with a dilation and curettage due to heavy bleeding."). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingooophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, urinary tract disorder, genital haemorrhage, dysmenorrhoea, migraine and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: occluded fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, menorrhagia, right lower quadrant pain and left lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea"), migraine ("chronic migraines") and menorrhagia ("claimant underwent a hysteroscopy with a dilation and curettage due to heavy bleeding."). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingooophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, urinary tract disorder, genital haemorrhage, dysmenorrhoea, migraine and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occluded fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic inflammatory disease ('chronic pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, menorrhagia, right lower quadrant pain and left lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea"), migraine ("chronic migraines") and menorrhagia ("claimant underwent a hysteroscopy with a dilation and curettage due to heavy bleeding."). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pelvic inflammatory disease, urinary tract disorder, genital haemorrhage, dysmenorrhoea, migraine and menorrhagia outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: essure insertion details: essure coils visualized: left: 4 and right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occluded fallopian tubes.. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "ectopic pregnancy with contraceptive device, pelvic inflammatory disease, abdominal pain lower, perihepatitis, perihepatic adhesions, pelvic adhesions and device ineffective". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical records received. Event pelvic inflammatory disease, this case is medically confirmed. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.